Manufacturer narrative:
The device was not received for investigation at stryker endoscopy because it was repaired locally in stryker japan the technical service report indicates: repair request details: symptoms of the light going out during surgery fault details: upon inspecting this product, the following symptoms were confirmed. Although there was a break in the fiber on the scope side, there was no problem with the amount of light. Processing details: the following tasks will be performed. Appearance and break inspection , operation and functionality inspection probable root cause: broken optical fibers, poor light cable alignment in jaw, residue on fiber tip, nonuniform light output use error intermittent electrical component contact in safelight circuit, reed switch assembly malfunction magnet missing from safelight adapter use error the reported failure mode will be monitored for future reoccurrence. The manufacture date is not known.

Event description:
It was reported that there was loss of light

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.